Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 1276 mg/dl. Customer states that he was of to insulin pump from last 1 month and they received unexpected restart alarm and were able to clear the alarm and rewind the insulin pump. The insulin pump will not be returned for analysis.